Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 94 mg/dl and the sensor glucose level was 54 mg/dl at the time of the incident. The customer¿s husband reported having issues with threshold suspend. The customer did troubleshoot the issues. The customer¿s blood glucose level before getting off the phone was 132 mg/dl. The sensor will not be returned for analysis.